Manufacturer narrative:
Philips service repaired and replaced the damaged monitor cable and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision display issue was caused by a damaged monitor cable on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.